Event description:
The account alleged that the head section will not stay up.

Manufacturer narrative:
The technician, after testing the bed noticed the head of bed is drifting down slowly. After troubleshooting, he determined the problem to be a faulty CPR valve. The technician replaced the CPR valve to repair the bed.